Event description:
Status post code 99 pt went to cath lab, placed on ventilator about 2 mins later ventilator alarmed, noted tubing to be full of water. While attempting to drain hoses pt coded. Was successfully resuscitated and found problem to be with the ventilator being improperly set up. Respiratory therapist did not realize the heater was non-disposable and didn't know the difference between the two. Inservice given and pt did fine after problem fixed.